Event description:
It was reported, we set depth on lag screw drill per the protocol. The two "wheels" that are used to both set and keep the depth were split apart on the shaft per protocol. The one sliding "wheel" would not lock as typically has been found to do. Surgeon was able to drill for lag screw to desired depth without incident.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.